Manufacturer narrative:
Investigation: the complaint of the acunav catheter not displaying an image was investigated. After inspection and testing of the returned device, the most probable cause of the issue was due to saline contamination on the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function, or result in an image problem.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under anesthesia with the catheter already inserted into place, underwent a pulmonary vein isolation (pvi) procedure. After performing femoral access and prior to transeptal, the doctor was attempting to visualize the transeptal site using the intracardiac echocardiography (ice) catheter. It was observed that there was no image being displayed on the ultrasound system. The doctor withdrew the catheter from the patient and completed the procedure without the use of ice and acunav catheters. A transeptal via fluoroscopy was required to continue the procedure. The system was not rebooted and there was a delay of five minutes in completing the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.